Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient developed lung cancer, tired all the time, and fall asleep while driving related to a CPAP device's sound abatement foam. The patient did not report receiving any medical intervention for the reported events. The reported events were assessed as serious injuries but not related to the device. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer, tired all the time and falls asleep while driving. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.